Manufacturer narrative:
(B)(4). All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. Multiple boluses were program. Boluses were delivered and properly recorded in bolus history and daily totals. No delivery anomaly noted during testing. Unit functioned properly. Unit passed the delivery accuracy test. Unit received with a cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a high blood glucose level of 687 mg/dl. Customer experienced symptoms related high blood glucose such as nausea and vomiting. Customer was treated by manual injection. The customer was not wearing the insulin pump at the time of admission. Troubleshooting was performed. Customer was advised to revert to back up plan per health care instructions and a replacement would be sent. The insulin pump was returned for analysis.